Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of aseptic peritonitis in a patient coincident with extraneal viaflex therapy (lot numbers 08102640, 09l01g41, 10a20g41, 10f09g41, 10g27g40, 10h23g41). This is one of two reports from the same reporter. On (B)(6) 2010, a baxter france representative received an e-mail from a physician related to the notification of two cases of aseptic peritonitis coincident with extraneal received from an (B)(6) physician. This physician informed that he had received a communication from baxter stating some endotoxin results were superior to 0.25eu/ml in some batches of extraneal (citing the above lot numbers). He informed that he recently had two cases of peritonitis with negative culture in two patients using these lots of extraneal viaflex. On an unreported date, the patient began treatment with extraneal viaflex (7.5g/l, frequencies were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient developed aseptic peritonitis with negative culture. The action taken with the extraneal viaflex was reported as not available. Treatment rendered was reported as not available. The outcome for the event of aseptic peritonitis was reported as not resolved. Medical history and concomitant medications were not reported. The physician did not provide a causality statement for the event of aseptic peritonitis.